Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part # 03.632.001, synthes lot# 6752231. Release to warehouse date: (B)(6) 2012, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a spinal setup for a degenerative lumbar posterior fusion at l4 -l5 it was noticed that two (2) t25 stardrive shaft and a holding sleeve standard for matrix were slightly damaged. Both t25 stardrive shafts were slightly stripped at the end. The holding sleeve has distal metal rings that were starting to come off due to wear and tear. No patient was affected by these instruments, therefore no patient information will be provided. There was no delay in surgery. This complaint involves three devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review, and drawing review were performed as part of this investigation. The 03.632.001, lot number 6752231, holding sleeve-standard for matrix was returned with the first two threads peeled off, but not completely broken off, of the distal end. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has damaged threads. The 03.632.001 holding sleeve-standard for matrix is an instrument routinely used in the matrix spine system and utilized during screw insertion. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Top level drawing and inner sleeve component drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force/torque applied when threading into a matrix screw, off-axis loading, or cross threading between the holding sleeve and matrix screw, causing fatigue at the threads. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.